Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause was damage to the remote dose connector. The remote dose connector and the dso seal will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus connector is not working. There was unknown patient involvement and unknown patient harm/adverse event reported.